Manufacturer narrative:
The investigation determined that lower than expected gent results were obtained when processing cap fluids on a vitros 4600 chemistry system. The investigation was unable to determine a definitive assignable cause. Historical vitros gent quality control results indicate that vitros gent lot 1512-10-5381 in combination with vitros 4600 system was performing as expected at the time of the event. However, a transient instrument or reagent related issue at the time of the event, or improper pre-analytical sample handling of the cap fluids cannot be ruled out as potential contributing factors.

Event description:
A customer observed lower than expected vitros gent results on three different levels of college of american pathologists (cap) proficiency fluids on a vitros 4600 chemistry system. Cap sample chm-02 vitros gent result 3.2 ug/ml versus expected gent result (cap mean) 4.93 ug/ml. Cap sample chm-03 vitros gent result 5.8 ug/ml versus expected gent result (cap mean) 11.57 ug/ml. Cap sample chm-05 vitros gent result 3.4 ug/ml versus expected gent result (cap mean) 4.96 ug/ml. The customer made no allegations that patient sample results were affected. However, biased patient results of the direction and magnitude observed may lead to inappropriate physician action if occurred undetected. There was no allegation of patient harm. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).